Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 13.2mm vticmo13.2, -09.00/1.5/093 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021 due to excessive vault. A new shorter length lens was implanted on (B)(6)2021. This resolved the problem. Cause of the event is reported as unknown.